Event description:
The user facility raised a concern regarding the ability to clean the flexible drill shaft due to the coiled design of the instrument, and the likelihood of contaminants becoming trapped within the coils during use and subsequently being transferred to the pt, with possible infection risk. As a result it raises concerns for the processing of the flexible depth gauge. As of the date of this report there have been no confirmed reports of pt infection as a result of similar incidents.

Manufacturer narrative:
Investigation is currently in process. Once completed a follow up medwatch 3500a will be submitted.

Manufacturer narrative:
The device name was corrected to "flexible depth gauge".

Event description:
The user facility raised a concern regarding the ability to clean the flexible depth gauge due to the coiled design of the instrument, and the likelihood of contaminants becoming trapped within the coils during use and subsequently being transferred to the patient, with possible infection risk. As a result it raises concerns for the processing of the flexible depth gauge. As of the date of this report there have been no confirmed reports of patient infection as a result of similar incidents.

Manufacturer narrative:
The reported event was not confirmed as the complaint sample was not returned from the customer for evaluation. If additional information is received, a supplement medwatch will be submitted.

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.